Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4)

Event description:
It was reported that during a trochanteric fixation nail screw option at the hip, surgeon inserted the t-handle and hit it with the mallet and the handle broke off. Surgeon had already used the instrument successfully for the procedure so no back up was required. However, the instrument is now unusable. No adverse effect on the patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the device was returned with the handle removed from the shaft. There is evidence of a weld in two areas prior to bead blasting on both the handle and shaft. The cutting edges on the tip of the shaft are rounded which is consistent with use. The handle has two deep dents that have displaced material and two minor dents which are consistent with abuse. The condition of the returned device indicates abuse, and therefore this complaint is invalid.